Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Event description:
The patient's legal guardian (lg) reported the patient had a reaction from the pod after worn on the arm for 72 hours or longer. Symptoms reported include pain, itchiness and bleeding. The patient went to their yearly appointment at whiston hospital and during the appointment the doctor informed them the pod sites were infected and the patient was allergic to the adhesive. The patient was prescribed dermovate cream and a moisturizing barrier cream for treatment.